Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm apex balloon was selected for use. During preparation, the balloon ruptured when negative was pulled. The procedure was completed with another 2.5 x 15 balloon catheter. No patient complications were reported.